Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. It was initially reported that the actual device was available. It has now been determined that the actual device is no longer available and will not be returned for evaluation. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention sample from the reported product code/lot number combination. Visual inspection revealed no defects. Magnifying inspection of the platinum coil segment revealed no defects. Magnifying inspection of the stainless steel coil segment revealed no defects. The outside diameter on the coiled segment was measured and confirmed to meet manufacturer specification. Magnifying inspection of the uncoiled segment revealed no anomalies. The ptfe coating was confirmed to be intact. The result of the distal tip fracture strength test conducted during the shipping inspection was closely reviewed once again. It was confirmed that there was no deviation in the test result. The investigation results verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause cannot be definitively determined based. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [uf medwatch virginia mason medical center runthough ns 7-7-17.pdf]

Event description:
Terumo received a user facility medwatch on 7/7/2017 and reported the following. Following a complicated cardiac intervention, a wire used in the coronary artery sheared off and remained embedded in the far arm of the coronary artery (distal obtuse marginal) . There was normal blood flow around the wire.

Manufacturer narrative:
This report is being submitted as follow up no. To provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 9-1-17. It was reported that the patient is now within baseline health status. The procedure was reported to be successful and the patient was discharged the next day. The sheared wire was not able to be removed from the coronary artery. It was reported that the presence of the wire probably contributes minimally to his overall risk. There are many other factors that are much more important to his risk for future cardiovascular events. It was reported that the treatment plan is to treat the underlying condition.